Manufacturer narrative:
In response to FDA report number mw5086226. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation reported as capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Patient reported via regulatory agency left side capsular contracture baker grade unknown. Device status is unknown.